Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer observed that one of the wires on the tenaculum forceps instrument wrist was disconnected. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.